Event description:
Customer reported issue with the insulin pump. Customer states that there is a crack on the lcd screen. Customer states that the blood glucose reading is 128 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.